Manufacturer narrative:
The lens was returned in liquid, in the lens vial. Visual inspection found no visible damage to the lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, into the patient's right eye (od) on (B)(6) 2018. After insertion, the lens "flipped in the eye." Intraoperatively, the lens was successfully exchanged with an alternate lens. Reportedly, no patient injury occurred.